Manufacturer narrative:
Device remains implanted. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of eight (8) years, six (6) months due to structural valve deterioration leading to stenosis. A 23mm transcatheter valve was successfully implanted with no pvl and there was a significant reduction in the mean gradient. The patient was listed as hospitalized in stable condition.